Event description:
Same case as MFR ID # 2134265-2013-08098. It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the 1st diagonal (d1) branch and left anterior descending (lad) artery. Both lesion braches were wired and both braches were dilated with a 2.5x8mm quantum nc balloon. The lad was dilated with a 2.5x20mm non-bsc nc balloon to 20 atmospheres. The d1 lesion had an ostial stenosis. The 2.5x8 promus element was deployed in the lad branch and was crossed with a 2.5x8mm apex balloon. The 2.5x28mm promus element stent was then deployed in the lad at 12 atm, this crushed the implanted stent, however the physician did noted reasonable angiographic result was achieved. Physician proceeded with kissing balloon inflation, re-wired both vessels with the previous wires. Both wires were diagonal branch however a 1.25x6mm non-bsc balloon was unable to enter the lesion. It was angiography apparent that the proximal stent crushed the diagonal branch. The patient developed chest pain and the diagonal branch closed. The proximal stent was also compressed in attempt to advance the balloon into the diagonal branch. Physician was unable to proceed with and further wiring of the lesion and was unable to pass any additional balloons. Patient developed typical pain. Patient was recommended for urgent coronary artery bypass graft due to the occlusion of the first diagonal branch and the compressed stent in the lad. An intra-aortic balloon was inserted it was noted that the pain improved, patient was transferred to surgery. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).